Event description:
Information was received indicating that a pump kit, vip, cadd-prizm. Mdl 6101, was exhibiting error 10037. No additional information is available at this time. No adverse patient effects were reported.

Manufacturer narrative:
Additional contact information: (B)(6).